Event description:
Clinical information: (B)(6) device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm epic plus mitral valve was implanted in the patient. The patient presented with post operative heart failure with systemic congestion and a need for depletive treatment. The patient had a blocked atrial fibrillation and required prolonged hospital stay. The patient's heart rate eventually recovered.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.